Event description:
Caller reported that the cartridge leaked insulin twice on the same day. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was able to change the cartridge and resume insulin therapy successfully.